Event description:
It was reported that the patient felt more stimulation on her left side than on her right side. The change in stimulation started about 2 days before. It was noted that the stimulation was set to 3.9 v on one side and 3.7 v on the other. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).